Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-dec-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported patient had burning sensation in thoracic area when stimulation was turned on. MRI showed fluid around the leads in the thoracic area. Impedances were normal. The patient may have either explant or revision. No further complications were reported/anticipated.